Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g4, h2, h3, h4, h6 reported event was confirmed by visual inspection of product return, which confirmed the strike plate to be fractured from the handle body. Impact marks were observed on the handle body and both sides of the strike plate. Xrf analysis confirmed both segments of the broach handle to be consistent with 17-4 stainless steel alloy. The common failure mode for the broach handles is tensile overload failure of the welded strike plate. Testing analysis confirmed both segments of the broach handle to be consistent and meets specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while preparing the femur with taperloc complete broaches, the broach handle cracked and broke across the weld at the strike plate during an initial tha. No injury or harm to the patient. Surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable at this time.